Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The battery tube and motor assembly found with traces of corrosion. Unable to perform displacement test due to blank display anomaly. Device was received with broken battery tube threads. Unit received with fading serial number label. Device was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was dropped and the battery compartment was cracked. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.